Event description:
The micro sagittal saw was sent for evaluation due to smoking and overheating during an acl (anterior ligament cruciate) procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any clinically significant procedure delay.

Manufacturer narrative:
Corrosion and debris were identified as the probable cause of the device overheating and smoking. Corrosion can create heat due to increased friction between the moving components and the debris can create smoke due to the debris in the device.